Manufacturer narrative:
(B)(4).

Event description:
It was reported there was far field r-wave oversensing on the atrial channel. The asymptomatic patient presented to the clinic for a routine check. The patient had multiple inappropriate mode switch episodes. The patient did not experienced any trauma. Episodes for nsrvo were stored, as pvcs to the discrimination channel. Programming changes were recommended.